Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant the implantable pulse generator (ipg) system high thresholds and poor sensing were observed on the right ventricular (rv) lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.